Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving sufentanil [50 mcg/ml] at a dose of 2.5 mcg/day via an implantable pump. The indication for use was not provided. It was reported on (B)(6) 2018. That the hcp interrogated the pump on (B)(6) 2019- and a motor stall message was shown together with the information that therapy was unavailable since 533 hours and 50 minutes. It was noted that a factor that may have led to the issue was that a refill was not performed for several weeks after empty reservoir because the patient did not keep the appointment. The pump was filled with nacl and was shut down permanently. It was noted that no diagnostic of the catheter was performed because replacement was not planned. It was indicated in the report that the pump would remain implanted out of service because the hcp involved in the event was not going to replace the pump. It was noted that it was unknown if the pump would be replaced in the future by another hcp. At the time of the report the issue was not resolved and the patient status was "alive - no injury." No patient symptoms or complications were reported.